Event description:
It was reported that the pt had an arthroscopic rotar cuff repair. The pt developed a wound infection which required an incision and drainage of the shoulder. The pt was discharged with a pic line so that long-term antibiotics could be given. The pt later returned to have the sutures removed after developing draining sinuses.